Event description:
The patient reported the surgeon implanted an micl implantable collamer lens in his right eye (od) and is now experiencing ghost/blurry images of objects in low light and day light. The patient also has glares/halos/fog during the day and at night the pupil dilates more than the diameter of the lens causing blurriness. The surgeon prescribed alphagan drops which makes his eyes red, teary and crusty. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens edge effects may be a source of optical aberrations-such as glare and halos. Dysphotopsias may occur when pupils dilate larger than the optical diameter of the icls. Based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt age: unk. Pt weight: unk. Event date: unk. Expiration date - unk. Implant and explant dates: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).